Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular procedure, the catheter tip detached within the patient. The clinician had acquired retrograde femoral artery access and during iliac bifurcation cross-over manipulations, over a stiff access guide wire, the catheter tip detached. The physician used a vascular snare device to successfully retrieve the catheter tip from the patient. No additional consequences to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to excessive force applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.